Event description:
It was reported that the customer's insulin pump alarmed motor error during filling the tubing, and the customer was not able to rewind the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed motor error as a result of a loose drive support disk. The motor passed the motor test. The device was received with scratched display window and case, and missing end cap sticker. The insulin pump passed the displacement test.